Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that during gym class the ilet infusion set connector broke, described as related to a ball impact, and the caregiver replaced the supplies; no alerts or alarms occurred and blood glucose was not affected. Symptoms included no reported clinical effects. Outcomes included no change in clinical status and no need for medical intervention or hospitalization. Investigation included customer care troubleshooting and product use education. Investigation of this case revealed a cracked or broken connector with no associated device alarms and no glycemic impact. It was concluded that replacement supplies were provided and user education on disconnecting and pausing insulin during physical education was completed.